Manufacturer narrative:
(B)(4). Foreign source - (B)(6). Product has been received by orthopediatrics and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that the patient underwent a revision procedure due to a fracture locking proximal femoral plate. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Complaint sample was evaluated and the report of device fracture was confirmed. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Orthopediatrics will continue to monitor for trends.